Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was not returned for evaluation. If returned and evaluated, a supplemental report will be submitted. Although edwards was unable to perform device analysis, this event was most likely due to a progression of the patient's underlying valvular disease pathology. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a 23mm 3300tfx pericardial aortic valve was explanted after an implant duration of six (6) years, five (5) months due to severe aortic stenosis. The patient presented with ascending aortic aneurysm and moderate-severe pulmonary hypertension. The explanted valve was replaced with a 21mm 11500a pericardial valve. The valve was well seated with no evidence of insufficiency. The patient tolerated the case well and was transferred to the cardiovascular recovery unit in serious but stable condition. The patient developed complete heart block postoperatively and a pacemaker was implanted. Hemodynamics remained stable throughout the recovery course. The patient was discharged home on pod #7.